Event description:
It was reported that stent fractured occurred. The patient was being treated for chronic total occlusion of the superficial femoral artery (sfa). The lesion was 100% stenosed, mildly tortuous and severely calcified. During the procedure, pre-dilation was performed using several different sized balloons and atherectomy; but stenosis was reduced only to 80%. The physician was able to place an .035 amplatz super stiff guidewire and advanced a 6x150, 130 cm eluvia self-expanding stent. The first stent was unable to cross the lesion. A second 6x150, 130 cm eluvia was then advanced and able to be placed in the mid portion of the sfa. During deployment it was observed that the stent had fractured in the distal portion. Deployment was stopped and the physician used a pin and pull method over the .035 amplatz to remove the catheter with the remaining portion of the stent still encapsulated. There was no catheter kinks observed but the removed portion of the stent was stretched. The fractured portion remained in the mid sfa. The physician does not plan to surgically remove the fractured stent. A surgical bypass will be performed if the patient recovers well from the endovascular procedure. The procedure was aborted at this point. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: the device was received with the stent fully deployed from the delivery system. The distal end of the stent was noted to be damaged, fractured and separated, confirming the event. The separated distal section of the stent was not returned for analysis. No other issues were found with the device. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of stent - fracture, stent - material deformation, and unretrieved device fragments (udf) was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "adverse event related to patient condition".

Event description:
It was reported that stent fractured occurred. The patient was being treated for chronic total occlusion of the superficial femoral artery (sfa). The lesion was 100% stenosed, mildly tortuous and severely calcified. During the procedure, pre-dilation was performed using several different sized balloons and atherectomy; but stenosis was reduced only to 80%. The physician was able to place an .035 amplatz superstiff guidewire and advanced a 6x150, 130 cm eluvia self-expanding stent. The first stent was unable to cross the lesion. A second 6x150, 130 cm eluvia was then advanced and able to be placed in the mid portion of the sfa. During deployment it was observed that the stent had fractured in the distal portion. Deployment was stopped and the physician used a pin and pull method over the .035 amplatz to remove the catheter with the remaining portion of the stent still encapsulated. There was no catheter kinks observed but the removed portion of the stent was stretched. The fractured portion remained in the mid sfa. The physician does not plan to surgically remove the fractured stent. A surgical bypass will be performed if the patient recovers well from the endovascular procedure. The procedure was aborted at this point. There were no patient complications as a result of this event. It was further reported that there was only one stent opened and it is the one that fractured. There was no bypass planned before the procedure, nor was it decided to perform one as a result of this event.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that stent fractured occurred. The patient was being treated for chronic total occlusion of the superficial femoral artery (sfa). The lesion was 100% stenosed, mildly tortuous and severely calcified. During the procedure, pre-dilation was performed using several different sized balloons and atherectomy; but stenosis was reduced only to 80%. The physician was able to place an .035 amplatz superstiff guidewire and advanced a 6x150, 130 cm eluvia self-expanding stent. The first stent was unable to cross the lesion. A second 6x150, 130 cm eluvia was then advanced and able to be placed in the mid portion of the sfa. During deployment it was observed that the stent had fractured in the distal portion. Deployment was stopped and the physician used a pin and pull method over the .035 amplatz to remove the catheter with the remaining portion of the stent still encapsulated. There was no catheter kinks observed but the removed portion of the stent was stretched. The fractured portion remained in the mid sfa. The physician does not plan to surgically remove the fractured stent. A surgical bypass will be performed if the patient recovers well from the endovascular procedure. The procedure was aborted at this point. There were no patient complications as a result of this event. It was further reported that there was only one stent opened and it is the one that fractured. There was no bypass planned before the procedure, nor was it decided to perform one as a result of this event.